Manufacturer narrative:
Concomitant: product ID 3093-28, lot# va04uxd, implanted: 2013-(B)(6), product type lead. Product ID neu_un known_prog, product type programmer, physician. Product ID 3093-28, lot# va04uxd, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had uncomfortable stimulation. When the implant was turned on, it zapped the left side very bad. The patient needed an adjustment so physician listings were requested. This event has been going on for 2.5 weeks since the patient fell down the stairs. It was noted that the patient had a CT scan in recent times of the report and it showed 1 of the wires was protruding through muscle. It was observed a month prior to report. On a side note, the patient had a metal plate in l4- and l5. The patient's bladder was sore at the time of report. The therapy was on. No further information was provided at the time of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she was having the system removed as well as some botox injected into the bladder in a week because of the lead through the muscle. It was noted that the patient also had welts near the incision since (B)(6). Of note, the patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues.

Event description:
Additional information received from the consumer reported that the patient¿s spine health care provider (hcp) wanted the implantable neurostimulator (ins) taken out because the patient couldn¿t have an MRI. The patient had an upcoming ins removal. The patient¿s hcp would be contacting the manufacturer when they removed the ins to have it sent back. The patient had a motor vehicle accident that could be related to the issue. The patient¿s back issues were due to a car accident in 2014 and the patient had a plate in their back. A CT scan was done on (B)(6) 2015 and showed that the wire was protruding through their buttock muscle. The ins site was sore and it got bad within the last month. It was on and off tender for the last 4 months, then got a little better. The patient went to the ER on (B)(6) 2015 and they gave the patient a shot of morphine, tordal, and valium, and sent the patient to a back specialist. The back specialist sent the patient to their urologist. Now the ins site was sore to the touch. The patient mentioned that they gained and lost weight.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported the patient moved and had not found a new doctor but wanted the situation fixed. She had a metal plate in l4 and l5. The device did not shut off completely, it ran all the time. At the time of this report, nothing had been done.